Manufacturer narrative:
Investigation: the complaint was investigated for a doppler baseline issue with sc2000. The log files were reviewed, and indicate there was a software malfunction that caused the user to reboot the system in the middle of a study. The log files also revealed the customer kept the system running for 6 continuous days. Product labelling instructs users to reboot the system on a daily basis. Per the user manual systems are to be rebooted on a daily basis; supplying power to the system: the ultrasound system is powered on and off using the green partial power on/off switch located on the control panel. The ultrasound system is powered on and off using the green partial power on/off switch located on the control panel. Siemens recommends powering off the system every 24 hours to maintain optimal performance. Based on the investigation, this is not a reportable event. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during a transesophageal echocardiography (tee) study, a doppler baseline related incident occurred. When the physician pushed the baseline up and down, the ultrasound system updated the position of the doppler baseline properly; however, the system failed to update the position of the doppler spectrum relative to the baseline. The physician rebooted the ultrasound system and the functionality was restored. The tee was completed without replacing the transducer. It is unknown whether the study was delayed. There was no loss of data and there was no patient adverse event reported. No additional information was provided.